Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional product codes: gxr and gwo. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Initial reporter occupation: reporter is a j&j employee. Initial reporter name and address:: (B)(6) japan. PMA/510k:postal code (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that this was an unknown procedure performed on (B)(6) 2022. The screw was not able to be attached to a screwdriver. On the other hand, a replacing screw was attached on the same screwdriver. The procedure was delayed for 5 minutes but was successfully completed. Patient is in stable condition. No further information is available. Concomitant device reported: unk - screwdrivers (part# unknown; lot# unknown; quantity: unknown). This report is for one (1) matneu scr ø1.5 self-drill l4 tan 1u I/c. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part #: 04.503.104.01s, lot #: 546p279, manufacturing site: jabil bettlach, release to warehouse date: 09, december 2021, expiry date: 01, december 2031. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the matneu scr ø1.5 self-drill l4 tan 1u I/c was heavily worn from the drive recess, most likely created during assembling process. Root cause cannot be established as dimensional inspection and retention of the screw is no longer able to be assessed after the first attempted use or insertion of a driver into the screw recess, the deformation noted in the screw recess is consistent with insertion of a driver tip. Condition of the screwdriver is unknown, it is possible that the tip of the mating device was worn. A dimensional inspection for the matneu scr ø1.5 self-drill l4 tan 1u I/c was unable to be performed due to post manufacturing damage. A functional test was unable to be performed since mating device was not returned. The complaint condition was not able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the matneu scr ø1.5 self-drill l4 tan 1u I/c would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.